Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/21/2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that a loss of connnection occurred. It was determined that loss of connection was related to the mobile application. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root/probable cause could not be determined. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. No injury or medical intervention was reported